Event description:
This device was implanted on (B)(6) 2011 and remains implanted at this time. This is noted due to an alert warning of the ventricular lead with an impedance of 275 ohms. On (B)(6) 2011, lead impedence (B)(6) 2012 was 409, (B)(6) 2013 was 283, (B)(6) 2014 was 334. The physician was dr. (B)(6) at (B)(6) hospital in canada. No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).